Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facilities representative reported a patient who is unhappy with near and distance vision and is experiencing glare and haloes after having bilateral intraocular lens (iol) implants. Surgeon's records indicate that the multifocality of the lenses seems slightly decentered when viewed through an undilated pupil. Approximately two months after lens implantations, the surgeon performed yag laser capsulotomy procedures in each eye hoping it would allow the lenses to tilt and become more centered in the pupil space. The patient was also indicated as having some mild dry eye issues. Additional information was requested. There are two medical device reports for this patient. This report is for the left eye.